Event description:
It was reported that upon use of the 4.0mm ablation wand, it was allegedly noticed that the black plastic covering was partially stripped.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.